Event description:
It was reported that the user experienced persistent high blood glucose after an infusion set change to a new leg site using the ilet with subcutaneous insulin delivery, with no leaks observed and no delivery alarms. Symptoms included hyperglycemia. Outcomes included user frustration and a need for troubleshooting without medical intervention.

Manufacturer narrative:
Investigation included phone-based troubleshooting and user education. Investigation of this case revealed that the cause of hyperglycemia was unclear, with a potential site or set issue discussed and instructions provided to pause insulin, disconnect, and consider a new infusion set and site after two hours. It was concluded that the event involved hyperglycemia of unclear cause with no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.